Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
¿The manufacture date has been wrongly reported in the initial MDR and is corrected accordingly.¿. It was reported that the ventilator failed flow transducer test during pre-use check. Our field service engineer investigated the ventilator on site and solved the issue by replacing the o2 gas module. The replaced part was returned for further investigation. Simulated use testing of the returned o2 gas module passed the performed pre-use check and could not reproduce the reported failure. No abnormal found during ventilation for 24 hours. However, a visual inspection revealed that the gas module filter was old, in 2014, and that the nozzle was also an old model. Maintenance of the system must be performed with the following intervals by personnel trained and authorized by getinge, preventive maintenance at least once a year, or every 5000 hours of operation, whichever comes first. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).